Event description:
Infant had indwelling catheter. Luerlock port on left side of y came disconnected. Attempted to repair with blunt needle. Unable to fix blunt needle in port, in stable manner. Line had to be disconnected. (Label)